Manufacturer narrative:
(B)(4). Additional mdrs were filed for the same patient (reference 1825034-2016-03904 / 03905). (B)(4). Concomitant medical products: g7 neutral e1 liner 32mm c cat: 010000847 lot: 3820026, g7 high wall e1 liner 32mm c cat: 010000925 lot: 3820056. Complaint sample was evaluated and the reported event was confirmed. Visual inspection found scratching on the rim and inner radius of the shell. No damage to the locking groove was observed. The porous coating on the outer radius is free of foreign debris and discoloration. No dimensional analysis will be conducted at this time. 100% automated measuring at the time of production shows the device(s) met all dimensional specifications. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
During a right hip revision of competitor product, the surgeon had difficultly inserting the liner into the shell. A new liner of the same size was attempted to be impacted to the shell; however, the liner would not seat. The patient's pelvis fractured after multiple impactions. A third liner was cemented in to the shell to complete the procedure. There was a1-2 hour delay in procedure.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. This device is not cleared for distribution in the us, however it was determined to be similar to devices cleared under k121874. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.